Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the customer did not replace the filter in time and the use went over its expiration time. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the water filter was not replaced in a long time in the reprocessor resulting in endoscope being washed over time and used on patients. There were no reports of patient harm as a result of this event.